Event description:
Consumer reported complaint for error message (e-0). Husband is calling on behalf of the customer. The customer reported feeling dizzy and weak; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer and produced e-0 error message using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/29/2024 and open vial date is 01/17/2023.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer's husband in a follow-up call on 23-jan-2023 to ensure the customer's condition had improved - able to establish contact with customer's husband who stated that customer had been able to perform a blood test using the meter; the results had been high, "but not fatal numbers." However, husband stated that the customer had a heart attack and had passed away last thursday. CPR had been given to customer but had been unsuccessful. Husband did not attribute customer's death to the use of the meter; husband stated that the customer had other things going on and that they had been able to obtain readings from the alleged defective meter after verifying the proper technique (less quantity in the drop of blood).

Manufacturer narrative:
Sections with additional information as of 21-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.